Manufacturer narrative:
Unomedical hereby submits this initial report as part of its complaint remediation activities conducted under a corrective and preventive action 2356421 and corrective and preventive action 2566479 in accordance with the FDA action plan, which incorporates qp-ic-2026-0020 (ic retrospective complaint review) and qp-ic-2026-0024 (ic retrospective MDR review). This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged. E1: (B)(6). Name: medtronic minimed country: united states of america street: 18000 devonshire street city: northridge state: california zip code: 91325-1219. Additional information - this medical device report (MDR)is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary complaint investigation results: review of complaint record database 2021344 event description and all available information was completed, and lot number 6007096 was provided. Complaint was classified as a serious injury under malfunction code: occlusion issues-cannot be determined a query was run in the electronic quality management system on 15-jun-2026 against lot number 6007096 and similar malfunction code(s): occlusion issues-cannot be determined, occlusion (e.g., occlusion alarm from the infusion pump may have sounded). (Source/cause cannot be identified, only use when a specific malfunction cannot be determined) a total of 3 records (2021344, 2061843, 2084264) were identified for this lot including similar related issues, which triggered a corrective and preventive action determination. See attachment database 2021344 corrective and preventive action determination for more information in the child record database 2717596. A non-conformance/corrective and preventive action query search was run in the electronic quality management system performed on 15-jun-2026 against lot/batch number 6007096. No records were found. Batch record review: the batch record for lot 6007096 was reviewed. Review of the batch record showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Sample testing: no products or pictures were returned with the complaint to aid in the investigation. Retention samples from lot 6007096 were recovered and tested. All test results were within specification as documented in the attached test report: 6007096 database complaint. 2021344 complaint test report in the child record database 2717596. Corrective and preventive action determination: based on the complaint investigation and statistical analysis performed as part of the corrective and preventive action determination, no corrective and preventive action is required. The record will be closed and monitored through tracking and trending (monthly trips and alerts). Summary conclusion: batch record review supports compliance with manufacturing and quality requirements; no issues identified. Testing did not confirm the reported issue; no nonconformance identified. Based on the available information and the investigation performed, the complaint will be closed as complaint unconfirmed as analyzed. Based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545.

Event description:
It was reported that the patient had an occlusion issue which led to high blood glucose level of 432 mg/dl with nausea and fatigue on (B)(6) 2024 and was treated intravenously in the hospital.